Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a hole in the catheter balloon and caused premature deflation.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Do not use if package is damaged keep away from sunlight single use do not resterilize."

Event description:
It was reported that there was a hole in the catheter balloon and caused premature deflation.